Event description:
It was reported that the patient had ventricular tachycardia, ventricular fibrillation, gastrointestinal bleeding, right ventricular failure and a chronic driveline infection. The patient was transitioned to hospice. The patient passed away on (B)(6) 2023. The pump operated as intended. The pump was not explanted and will not be returned.

Manufacturer narrative:
Related MFR documenting infection: # 2916596-2023-01429. Related MFR documenting gastro-intestinal bleed: # 2916596-2023-01501. Related MFR documenting right heart failure: # 2916596-2023-01508. Related MFR documenting arrhythmias: # 2916596-2023-01510. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not explanted and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, driveline infection, and death as adverse events which may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.